Event description:
On (B)(6) 2022, customer received a false negative result using cue covid-19 test for home and over the counter (otc) use cartridge lot 19983g, cartridge sn (B)(4), and cue reader sn (B)(4). The customer tested positive on the cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 and (B)(6) 2022. The customer reported a pcr test was taken but the results were not available. Customer did not respond to follow up attempts for information; pcr brand, result, and test date are unknown.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.